Manufacturer narrative:
Per good faith effort (gfe) response, the device was removed from service and replaced with another ventilator. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that some of the touchscreen sectors were non-responsive. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that some of the touchscreen sectors were non-responsive. The remote service engineer (rse) provided the customer with the part number of the replacement user interface (ui) assembly for repair. The investigation is ongoing.